Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it failed the torque test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to normal wear on mechanical components from use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an open reduction internal fixation (orif) surgical procedure of the right distal humerus fracture with olecranon osteotomy, it was observed that the torque limiting attachment device did not lock the screw into the plate. As a result, there was a thirty minute delay in the surgical procedure. It was not reported if a spare identical device was available for use. There was patient involvement reported. According to the report, the follow-up at two and a half weeks later demonstrated complete loss of reduction with back out of 2.8 distal humerus screws. It was further reported that a revision orif surgery was performed and showed that all 2.8 screws loose in plate despite appropriate screw application at index surgery. The reporter stated that the revision orif surgery was completed successfully and the postoperative reduction was excellent. There were no injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.